Event description:
A venter director reported a case of trace diffuse lamellar keratitis one day post lasik treatment. Reporter indicated the topical steroid eye drops were increased. Patient noted eye felt gritty and dry. Upon additional follow up, the reporter indicated the patient issue was resolved.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).